Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos). The rv lead was thoroughly evaluated during normal device change-out and no anomalies were found. The rv lead remains in use. No patient complications have been reported as a result of this event.